Event description:
The hosp advised that at 11:00 a.m. The pt was transferred from the ICU to the third floor. Pt was terminal and expected to die that day. At that time, morphine was set up to infuse on channel a, the rate was set at 1cc/hr and the volume to be infused at 85cc. At 12:15 p.m. The nurse heard the pump alarming and checked the pump. The vtbi read 0 cc, the rate was still set at 1cc/hr and there were 30ccs remaining in the bag. The nurse changed the vtbi to 30cc and went to get a new bag. At 12:30 p.m. The pump alarmed air in line. The pt's nurse went into the room and observed that the rate on channel a was at 41cc/hr and the vtbi read 32cc. The family was in the room during this time. The dr checked the pt. The respirations had not changed. No medical intervention was taken, the pt died later that day. A toxicology test was performed, however the results were not yet available. The pump was replaced and sent to the biomed engineering dept who advised that when they received the pump the rate on channel a was set at 1cc/hr and the vtbi at 32cc.